Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction. It was reported that there was a high impedance issue. All lead combos were above 4000 except for electrode 2,case -860;2,1-1351 1,case-908 ; 1,3 -1351. Patient stated they fell off some stairs on 2/24 and landed on their front but rolled over onto his back. Their wife later noticed heavy bruising in the same area of the ins around the same time they noticed their symptoms returning. Patient also noted their symptoms were well controlled before the fall.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). They were not sure how to determine the fall's effect on the implant but the patient's symptoms returned around the same time as the fall. No steps have been taken to resolve the issue.